Event description:
It was reported that during a scheduled removal of a wound drain, when the drain was pulled from the pt, the drain almost ripped in half. The drain was removed without any additional intervention being required and no further complications have been reported. Additional info pertaining to the event has been requested via inquiry and phone calls but we have been told there is no additional info available.

Manufacturer narrative:
One evacuator, drainage tubing, with a white flat drain attached to the evacuator were returned for evaluation. A suture was noted about 6/8" from the joint of the flat drain. There was a tear at one of the perforated sides of the flat drain about 1 3/4 inches from the joint of the drain and tubing. The tear measured about 3/8 of an inch long from side to side with both sides of the drain still intact. No potential cause of the reported issue was found. The incoming quality assurance records were reviewed for the component (hubless flat drain) that is used in the production of this product, and the records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains (en1617). There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. The device history record for the reported lot number found nothing that could have caused or contributed to the reported issue. The instructions for use state that to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states: "surgical removal may be necessary if drain is difficult to remove or breaks". Baseline report previously filed.